Event description:
It was reported by the patient¿s mother that blood glucose levels rose above 250 mg/dl while wearing the pod between 4 and 24 hours on the leg. The patient¿s mother reported that the pod adhesive separated completely from the skin and the pod fell off while the patient was playing outside and sweating, resulting in the cannula becoming dislodged from the infusion site. No treatment details were reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 3.1.6operating system: bp4a.251205.006.s928usqu5dzdrhardware: sm-s928ucgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.